Manufacturer narrative:
The device was returned and investigated. Testing was able to duplicate customer infusion setup using saline. The device was tested at 15mlhr for 241ml. The device alarmed at the estimated 241ml. The actual infusion measured as 241.51ml, a less than 1% variation. The standard delivery accuracy test of 20ml delivered 20.8ml, which is within the tolerance parameters. The device passed the unrestricted flow test. The device logs were reviewed and confirm that air was detected in line at the proximal sensor at the time the infusion was ended. While this is consistent with an empty bag, the logs are not able to report whether this was an empty bag or an air bubble in line from a bag with remaining fluid. Based on the logs, the pump operated correctly and delivered the medication at the programmed rate. The probable cause to the suspected overdelivery could not be found. Between the device logs and functional testing, the device is performing within the established specifications and parameters. The device was able to pass self-test, cassette test, protocol testing, and performance verification testing.

Manufacturer narrative:
The device was received for evaluation. It is pending investigation.

Event description:
The customer reported that a plum 360 pump over-infused the programmed drug. The pump was programmed for furosemide 10 mg/1 ml and was programmed with a volume to be infused (vtbi) of 30 ml at a rate of 10 mg/hr. The infusion was initiated at 13:22 and intended to run for 30 hours. There was patient involved but no patient harm and the patient was stable. 23ml of medication was expected to be left in the container and the container ran dry. No additional information was provided.